Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 2.1 was failed to close and pocket 7.2 was failed. A field service engineer (fse) assisted the customer to run the performance report and found there was no medication profile and reminders air received with dispatch and no pocket issue. The field service engineer performed to adjust the rear chassis by tightening the hard stops and adjusting solenoids. Then the field service engineer reseated the ribbon cable, tightened the row a of auxiliary half height 7.2 drawer to resolve the issue and ran full test of drawer and all pockets were in diagnostics. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed to stay closed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.